Event description:
It has been reported to philips that the allura device was unable to take images. The system was in clinical use and no harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device did not shoot. Customer stated that a few days later after previous work order, the issue was reoccurred. The philips engineer replaced the ip-pc along with os disk. After replacement of the ip-pc along with os disk, the system was returned to use in good working order. This work order was closed due to all the information and resolution were already processed in this 2812317. The codes were updated based on the investigation outcome.